Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed retain testing to confirm the reactivity of the jkb antigen. Satisfactory results were observed. The customer returned plasma and serum samples to ocd for further eval. Satisfactory results were observed with both plasma and serum samples with 40 minutes incubation. Plasma was negative and serum showed weak reactivity (1/2+) with 15 minutes incubation.